Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that while using an unspecified bd administration set that chemo leaked out of the tubing. The following information was provided by the initial reporter: during one of the infusions, chemo leaked out of the tubing.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation. No product or photo was returned by the customer. The customer complaint of tubing leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.